Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. No sample was returned for investigation; therefore, no physical investigation could be conducted. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted, and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that incorrect evacuation of the urine: leaks when bladder is full. The 4 catheters inserted had the same issue causing pain and discomfort to patient. Clinical consequences: need to change the catheter every 10-15 days for the last month and a half.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that incorrect evacuation of the urine: leaks when bladder is full. The 4 catheters inserted had the same issue causing pain and discomfort to patient. Clinical consequences: need to change the catheter every 10-15 days for the last month and a half.